Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h3, h6 and h10. 61 intuitive surgical received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed. The instrument was found to have a broken blade. The blade broke at roughly 0.097¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the unit.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace for failure analysis investigation; however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the harmonic ace (480275-08/m90200318 0161) was performed. The instrument was used on (B)(6) 2020 on system (B)(4). This is a single-use instrument. No images for the reported event were submitted for review. Intuitive surgical received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was conducted by a clinical development engineer (cde). It was noted that the harmonic ace instrument was inserted into the surgical field at the 8 second mark. The surgeon took control and attempted to use the instrument to divide tissue while a fenestrated bipolar forceps instrument was retracting tissue nearby. The surgeon initially fluttered the instrument tips and then held on before activating energy for a few seconds; however, there was no tissue effect observed. The surgeon attempted to regrasp the tissue a few times and apply energy, but there was still no observable effect. The blade then broke off at the 32 second mark as the surgeon activated energy. The video ends before the assistant grabs onto the fragment with the laparoscopic grasper. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the "ultrasonic needle", or blade, of the harmonic ace broke off inside the patient. The procedure was completed with no reported patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was delayed by 10 minutes. The site was unable to release patient information related to this incident. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use and was used for one hour and 26 minutes prior to the breakage. All fragment(s) were retrieved during the same procedure with other unspecified instruments. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The issue was noted during a liver resection procedure, and the surgeon was using the reported instrument for grasping. The surgeon did not have issues with the functionality of the instrument during the procedure. The surgeon had no issues with removing the instrument prior to the breakage. There was no report of collision with any other instruments or other hard material. No information was provided regarding if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No information was provided pertaining to patient demographics or tests and laboratory data specific to the incident.